Manufacturer narrative:
(B)(4). Batch # u93z1h. Date of event is 2021. Event day and event month were not reported. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing was conducted on the returned device and visual analysis of the returned sample revealed that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to open or close as intended. No functional test was performed due to the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found and nine clips were found inside clip track. Additionally, the surface of the clips and the jaws were examined for burrs or sharp edges and no anomalies were found. No conclusion could be reached as on what caused the jaw to be disengaged. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: possible causes for the condition of the jaw disengaged from the cam may be an inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar". As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device got stuck on tissue and had to be cut off. A new device was used to complete the case with no patient consequences.